Event description:
Information received by medtronic indicated that the customer reported crack along side battery compartment of the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was not performed. The insulin pump has been returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with two pump error 38 alarms during testing. Pump passed the displacement test, prime/seating test, and occlusion test. Pump failed rewind test due to blank. Successfully downloaded history files and traces using thus. Pump error 38 alarms were found during testing on (B)(6) 2024 due to dried insulin in the motor slide. The pump was cut open to perform visual inspection and found evidence of dried insulin in the motor slide and moisture damage on the pcba 1 and force sensor. The motor was taken to the stb3 to perform the ngp board test. The motor was functioning properly in the ngp board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube). Pump error 38 confirmed in the during testing due to dried insulin in the motor slide. Pump failed rewind test due to dried insulin in the motor slide. The pump did not pass the full drive test. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.